Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient presented to the emergency department after receiving several inappropriate therapies due to lead noise. Patient declined lead replacement and was discharged home.